Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 20 g x 1 in. Powerloc max with y-site was returned for evaluation. An initial visual observation showed use and adhesive residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the side of the y-site. A microscopic observation revealed a large crack in the side of the y-site. The crack was observed to extend from the proximal end of the luer connector to about the center of the y-site. Whitening of the y-site material was observed at both ends of the crack. While the exact cause of the crack in the y-site is unknown, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer connector, over-tightening of the connector, and exposure to incompatible chemicals. A lot history review (lhr) of ascyf029 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (ascyf029) have been reported from the same facility.

Event description:
It was reported that the powerloc was leaking. No patient harm reported.